Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and microscopic analysis revealed the introducer sheath and pusher wire were returned. The pusher wire was returned inside the introducer sheath. The coil was not returned. The pusher wire was removed without restriction. On removal the pusher wire was inspected and found to have become progressively stretched from the distal end towards the middle. This indicates severe pressure was being applied to the pusher wire which led to the core wire breaking between the distal solder joint and mid solder joint. The introducer sheath was inspected and no anomaly was noted. The introducer sheath was inspected and no anomaly was noted. The interlocking arm of the pusherwire ss coil was inspected and traces of dried blood was present, no other anomaly was noted. As the pusher wire was damaged not all dimensions could be measured. The dimensions that could be measured were found to be within specification. The most probable root cause was determined to be user related. The complaint report states that a 0.0185 inch inner diameter catheter was used during the procedure. The dfu states "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in 0.53 mm inner diameter microcatheter." (B)(4).

Event description:
Reportable based on analysis completed on 11/29/2011. It was reported that during an embolization treatment procedure the coil encountered became stuck. An unknown quantity of coils were deployed in the bronchial artery. Continuous flush was maintained throughout the procedure. A 3mm x 12cm interlock coil met resistance during insertion into the introducer sheath. Multiple insertions were attempted, however resistance was strong and the coil became stuck in the hub of a 0.0185 non bsc micro catheter. The 3mm x 12cm interlock coil was removed and the procedure was completed with deployment of six f-idc vortx coils and 6 f-idc 2d coils. No patient complications were reported and the patient's status is stable. Return product analysis revealed a broken pusher wire.